Event description:
Procedure: lap colon. Reportedly, during procedure, a surgeion grasped a surgical instrument with the jaws of ultra shears. The 3 mm tip of active blade broke and fell into the pt cavity. The procedure was converted to an open procedure. Lavage of the abdominal cavity was performed, but the broken piece was not found. No further info is available at this time.